Manufacturer narrative:
(B)(4). The device history record of batch number 74f2000964 that belong to catalog number a-6000-08lf (pe adult-ped dry/ wet lf) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
There was an abnormal bubbling (not due to patient) that happened with 5 pleur-evac with 5 different patients. There is a leak at the level between the removable drain tube and the plug in the pleur-evac chamber. We figured it out by clamping the drain and there was still bubbling while clamped. We solved the leak issue by doing multiple connections-disconnections-reconnections of this tubing in the pleur-evac until the abnormal bubbling stopped. All current condition of the 5 patients are stable. There is an increase of the time spent in the hospital due to the abnormal bubbling on the drain circuit. All the 5 pleur-evac are still used in the patients in situ.